Manufacturer narrative:
Updated b.5 and imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay of approximately 10 minutes occurred as a result of infold. Per the physician, the patient's annular calcification contributed to the infold.

Manufacturer narrative:
Updated data: d4 d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was deployed by the galway rpa lab and forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit jar, fully submerged in cloudy 0.2% glutaraldehyde solution. The valve showed evidence of blood contact. The valve was in a crimped state with the inflow displaying a reniform appearance. Traces of coagulated host tissue were noted on the frame. As received, all leaflets were in a partially closed position with a gap between the leaflets. The leaflets were pressed together; however, the stiff leaflets were unable to close. All leaflets were stiff, dry and slightly pliable. Creases and imprints were observed on all leaflets. Remnants of host tissue adhered to the inflow and outflow of all leaflets. Coagulated host tissue was observed on two commissures. The commissures appeared intact. All sutures appeared intact; no damages were noted. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded with the inflow reniform appearance resolving; however, the valve appeared to retain a compressed state. This condition may be associated with the valve being inside the capsule of the delivery system for an unknown duration. There was no evidence of kinks or bends to the frame. Due to the returned condition of the valve, a deployment simulation could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012488143); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012245473); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the vlv evolutfx-34, a fluoroscopic check was performed and showed a successful load.  An infold was observed after the first release of the valve at 80%. The valve was subsequently recaptured, and the system was retrieved from the patient's body. A new valve was loaded into a new delivery and loading system, and the physicians successfully implanted this valve with a good final result. No patient complications have been reported as a result of this event.